Event description:
When removing the wire from the needle while trying to get brachial access, the wire appeared to be stripped. Wire and needle were safely removed, and patient was put under x-ray to see if there was anything left behind, to which there was not.